Manufacturer narrative:
The customer¿s products have been requested for return. No product could be returned related to this case. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided in the complaint case that would point to a cause for the result discrepancy. Per the problem description, the patient was critically ill. According to product labeling, the performance of this system has not been evaluated in the critically ill.

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). The initial result from the meter was 34 mg/dl. The result from the meter six minutes later was 160 mg/dl.